Event description:
Midas rex bit attachment assembled in normal manner. As surgeon was turning the flap with b-1 bit, the bit drilled a hole through the foot plate attachment and the b-1 bit penetrated the patient's brain dura mater. Area immediately irrigated with nacl.